Event description:
It was reported to boston scientific that a contour ureteral stent was used during a procedure the procedure date is unknown. It was reported that the device did not roll down, did not advance and was wrinkled. There was no information on what have completed the procedure and there was no known patient complication reported as result of this event. There was no information on what was used to complete the procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to june 01, 2023, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that there were no damages found. No other problems with the device were noted. The reported event was not confirmed. According to the product analysis, a functional, visual and microscopic evaluation was performed and there was no evidence of either the alleged malfunction or any defect identified on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, no problem detected is selected as the most probable root cause for the complaint. Block h11: block d4: lot number, have been updated based on additional information received july 31, 2023.

Event description:
It was reported to boston scientific that a contour ureteral stent was used during a procedure the procedure date is unknown. It was reported that the device did not roll down, did not advance and was wrinkled. There was no information on what have completed the procedure and there was no known patient complication reported as result of this event. There was no information on what was used to complete the procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient.